Event description:
It was reported that the pt was experiencing nausea and vomiting following a new pump and catheter implant. A cerebrospinal fluid leak was ruled out. The pt was also experiencing a rash in 2008, which the physician thought was a "dilantin" rash. The physician planned to watch the pt to see if there was a status change. The pt was admitted to the hosp. Add'l info has been requested from the hcp, but was not available as of the date of this report.